Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the (B)(6) stating that the device had an e6 error on the console. The device was being used during surgery. No injury or medical intervention occurred. No additional info provided.